Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced discoloration of the solution after being drawn into the syringe. The following information was provided by the initial reporter: during preparation of drugs in the syringe, clear liquid became discolored and after a couple of days it became grainy.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced discoloration of the solution after being drawn into the syringe. The following information was provided by the initial reporter: during preparation of drugs in the syringe, clear liquid became discolored and after a couple of days it became grainy.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced discoloration of the solution after being drawn into the syringe. The following information was provided by the initial reporter: during preparation of drugs in the syringe, clear liquid became discolored and after a couple of days it became grainy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-feb-01. H6: investigation summary: two samples and one photo were provided to our quality team for investigation. Upon inspecting the product, it was observed that the liquid inside each syringe differs in color. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for reported lots 2009023 and 2110092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. All products labeled as "sterile" are certified for release, the package must be unopened and undamaged. Sterilization records verified the product was properly sterilized according to procedure, no issues or deviations occurred during this process. Evaluations are performed to evaluate remaining ethylene oxide residues after sterilization. All records for lots 2009023 and 2110092 were found to be within the required limits. There have been no changes in the manufacturing process or materials used to manufacture this product that could have contributed to this incident. Based upon the available information, we were unable to determine a root cause related to the syringe or our manufacturing process at this time.